Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer stated that they were vomiting. The customer reported that they also experienced low blood glucose of 52 mg/dl and treated with food. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.